Event description:
Customer received external proficiency sample results that were "imprecise and different". He provided the following discrepant co2 results: sample 1, analyzer co2 mean when 25 mmhg; peer mean was 14.6 mmhg. Sample 2, analyzer co2 mean was 44.5 mmhg; peer mean was 25.1 mmhg. Sample 3, analyzer co2 mean was 75.0 mmhg; peer mean was 44.3 mmhg. No discrepant or erroneous pt results were generated. The field service representative retrieved the log file, qc and calibration files for investigation. If additional information is received, appropriate notification will be provided.